Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right atrial (ra) lead channel. The patient also reported experiencing shocks, however technical services (ts) confirmed that there were no stored episodes of shock therapy. Ts recommended adjusting the ra channel sensitivity. No adverse patient effects were reported. This system remains in service.